Event description:
A pt underwent treatment for atrial flutter in 2002. Ablation was performed with the 8mm navistar catheter and the stockert generator. A nikman defibrillating indifferent electrode patch with an effective area of approximately 10cm x 10cm from maersk medical was used as the reference/indifferent electrode for the generator. The indifferent electrode patch was positioned on the pt's lower right side, above the hip bone. Eight rf applications were delivered. At the seventh and eighth rf applications, the stockert generator went into an error condition indicating that the impedance was too high. The generator was switched off and on, the catheter tip was checked for carbonization, and a new application was started. The same generator error message appeared, the procedure was then stopped. Upon removing the indifferent electrode it was revealed a 3rd degree burn corresponding to the position and extension of one side/edge of the indifferent electrode patch, size approx 10cm x 1cm. A second, but smaller 3rd degree burn was located to another corner on the opposite side of the indifferent electrode patch.